Manufacturer narrative:
Product ID: 8709 lot# j0058202r, implanted: 2001 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that, after a surgery to ¿put a tube in his kidney¿, the patient started experiencing pain that had been getting worse over the 4-5 months since. The reporter thought that the pump had come loose from the catheter from being moved around a lot for the surgery. It was noted that the patient had consulted the doctor, at a refill about 3 months prior to report, about pain he had around the pump area at that time. At the time of report, the patient was short of breath and could hardly breathe. He couldn¿t function very much and felt like he was overdosed. The device system was used to deliver fentanyl and morphine.